Event description:
Scale was showing in kilogram weighing mode but it was numerically stating the weight in pounds. The facility uses a person's weight to guide them on how much medicine to give; however, no one was given the wrong dose. No injuries. The scale was re-calibrated to OEM specs and is now in correct working order.

Manufacturer narrative:
Further info will be provided upon conclusion of the manufacturer's investigation.